Manufacturer narrative:
UDI number: (B)(4).

Event description:
The recipient is reportedly experiencing sound quality issues and intolerance of device use. External equipment was exchanged and programming adjustments were attempted, however, the issue is not resolved. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as damaged overmold and tool marks on the top cover. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was obtained intermittently. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from power to electrode ground ring case at the analog chip. It is believed that electrostatic discharge led to an overload voltage, damaging structures on the electrode ground ring case node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A CAPA was implemented. This is the final report.